Event description:
Procedure summary: it was reported to boston scientific corporation that a speedband superview super 7 was used during a ligation of esophageal varices for esophageal varices procedure performed on (B)(6) 2025. Event summary: during the procedure, the physician reported the band prematurely deployed before reaching the target site. The procedure was completed with another speedband superview super 7. Patient status: there were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6 device code a150103 is being used to capture the reportable event of band prematurely deployment. Block e1 initial reporter facility name: (B)(6).

Manufacturer narrative:
Block h6 device code a150103 is being used to capture the reportable event of band prematurely deployment. Block e1 initial reporter facility name: (B)(6). Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the device returned without the ligator housing, and the handle had evidence that the trip wire was secured. No other problems with the device were noted. The reported event of bands premature deployment cannot be confirmed since the ligator head was not returned for analysis. Upon analysis of the returned component, the handle had evidence that the trip wire was secured. Since the ligator head was not returned for analysis, a product analysis could not be performed to determine if the device presented any condition that could have contributed to the reported event; therefore, the most probable root cause of this complaint is cause not established.

Event description:
Procedure summary: it was reported to boston scientific corporation that a speedband superview super 7 was used during an esophageal varices ligation procedure performed on (B)(6) 2025. Event summary: during the procedure, the physician reported the band prematurely deployed before reaching the target site. The procedure was completed with another speedband superview super 7. Patient status: there were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.